Manufacturer narrative:
The investigation was performed on data log files and it was pointed out that the root cause is a residual software bug already known.

Event description:
It was reported that once the surgery was completed the device shutdown while the surgeon was reviewing post operative results.